Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens. The lens did not deploy correctly in the eye. The lens was removed. No patient injury was reported. This is one of two lenses used for the same patient. Reference MFR report # 2023826-2006-00843. Additional information has been requested from the user facility, but none has been forthcoming. If additional information is received, a supplemental med watch shall be sent.

Manufacturer narrative:
H6: evaluation method: a work order search was performed for the lens. Results - visual inspection of the returned product showed that one lens haptic was torn off. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion - based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.